Event description:
It was reported the patient ((B)(6)) underwent an MRI procedure in (B)(6) 2012 while implanted with the scs system. Since that time, patient has been unable to establish communication with the ipg. Surgical intervention was undertaken to explant the device. Implantation of a replacement ipg is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.